Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed no delivery. Customer's blood glucose was 523 mg/dl. The customer stated the no delivery alarm occurred six times and she changed the set, continued to give a bolus, and it went through, so she believed it was the insulin pump was problematic. The customer further stated she had since treated with manual injection. Customer was unable to troubleshoot at the time of the call. She was advised to change out the set as soon as possible, but customer requested to have the insulin pump replaced. Customer was advised the device would be replaced and agreed to return the product for analysis.